Event description:
It was reported that a patient underwent a hip joint aspiration due to hip pain.

Manufacturer narrative:
(B)(4). The associated complaint device was not returned. The product remains implanted. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.